Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an 18-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, headache (frontal headache. Complains of a unilateral headache affecting the right side), acute sinusitis, vomiting, nausea and hemihypoaesthesia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping.(bilateral) to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, fatigue, gastrointestinal disorder, migraine, headache and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: she had received treatment for pain, allergy, bladder/urinary problems, discrepant information regarding insertion date, previously reported- (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging brain - on (B)(6) 2012: no mr abnormality of the brain identified. Normal mrv of the brain with no evidence of dural venous sinus thrombosis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia(heavy menstrual bleeding), rash/skin condition, bladder problems, urinary problems, bladder infection, fatigue, gi condition, migraine, headache and weight gain. Product start date updated and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an 18-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, headache (frontal headache. Complains of a unilateral headache affecting the right side), acute sinusitis, vomiting, nausea, hemihypoaesthesia, obesity and hyperemesis. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)\ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: yeast, utis") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast, utis"). In (B)(6)2014, the patient experienced dermal cyst ("rash/skin condition / leg cysts"), constipation ("constipation") and gastrointestinal ulcer ("ulcers") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6)2014, the patient experienced fatigue ("fatigue") and migraine ("migraine / migraines / headaches"). On an unknown date, the patient experienced cystitis ("bladder infection") and headache ("headache"). The patient was treated with surgery (salping.(bilateral) to remove the essure implant). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, back pain and migraine was resolving and the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, dermal cyst, bladder disorder, urinary tract disorder, cystitis, fatigue, constipation, headache, weight increased, urinary tract infection, vulvovaginal mycotic infection and gastrointestinal ulcer outcome was unknown. The reporter considered back pain, bladder disorder, constipation, cystitis, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal ulcer, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had received treatment for pain, allergy, bladder/urinary problems, discrepant information regarding insertion date, previously reported-(B)(6)2007. Current weight 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results-total bilateral occlusion. Magnetic resonance imaging brain - on (B)(6)2012: no mr abnormality of the brain identified. Normal mrv of the brain with no evidence of dural venous sinus thrombosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received: lawyer was added. Patients demographic was added. New events- abnormal bleeding(vaginal), uti, yeast infection, ulcers, back pain were added. Events coding updated from rashes to dermal cyst and gastrointestinal condition to constipation. Event onset dates were added. Event outcome of pain & migraines was updated from unknown to recovering/resolving. Severity of event was added. Lab test was updated from imaging procedure to hsg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.